Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). D10. Concomitant medical products zfx11-zb-tsv-3547-nel, zfx, gentek tibase, tsv/tm non engaging, 3.5mmd x 4.7mmh, lot number 2120020315 g1. Contact office (and manufacturing site for devices) or compounding outsourcing facility. & contact office - manufacturer site.

Event description:
It was report that the fixed dental bridge, originally cemented on (B)(6) 2025, exhibited persistent mobility. On (B)(6) 2025, the prosthetic restoration became detached, and two prosthetic screws were found fractured from implants at tooth #45-47. Furthermore, the abutment tooth 45 was clinically assessed as severely damaged, rendering it unsuitable for continued prosthetic support.